Manufacturer narrative:
No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for eval. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no harm / injury reported" (no consequences or impact to pt). Product problem(s): "blue towels in our paks seem to be very linty and stick to the instruments" (foreign material present in device). The customer reported: "the blue towels in our paks seem to be very linty and stick to the instruments. No pt impact reported. Additional info was requested.